Event description:
It is reported in the literature titled "retained endoscope: an unexpected but serious complication of hemospray", a patient experienced an adverse event during a procedure using an evis exera iii gastrointestinal videoscope.   This is a case study reporting an emergency esophagogastroduodenoscopy (egd) procedure using an evis exera iii gastrointestinal videoscope. For the treatment of diffuse active gastrointestinal bleeding from the patient's gastric cardial tumor. Once the source of bleeding was located, the physician administered three quarters of a can of hemospray (around 15 gm) with the scope positioned in a retroflexed view, to obtain adequate visualization of the lesion. Immediate hemostasis was attained successfully. Anticoagulation was discontinued, and the patient was administered high dose intravenous proton pump inhibitors (ppi) for 72 h followed by oral ppi throughout the course of her stay. Chemotherapy was then started following the resolution of the first episode of upper gastrointestinal hemorrhage (ugi) hemorrhage.   The patient however a second episode of ugi hemorrhage two weeks later. Emergency egd was repeated under conscious sedation, and a similar finding of active bleeding from the tumor was identified. Hemospray was applied for a second time. The procedure again had to be performed in a retroflexed scope position using the same scope. Similar amount of hemospray (around 15 gm) was applied over the entire surface of the bleeding cardial tumor over a duration of less than 5 min. After ensuring adequate hemostasis, the hemospray catheter was removed and the endoscope was maneuvered back to a neutral, straight position before withdrawal. Unexpectedly, the endoscopist encountered great resistance at the level of gastroesophageal (ge) junction (42 cm from incisor) during the attempt to withdraw the scope. Due to patient¿s safety issues, forceful scope withdrawal was not attempted. All other physical efforts (pushing, pulling, and twisting maneuvers) to remove the endoscope were unsuccessful, and the endoscope was retained in the ugi tract of the patient. In addition, a slim scope (gif xp 190n, with an external diameter of 5.4 mm) was inserted by the side of the retained endoscope with an intention to dislodge the powder, but the slim scope was unable to pass beyond the mid-esophagus due to the narrow remaining lumen of esophagus. The patient¿s trachea was subsequently intubated for airway protection. Mouth gag was placed after intubation to protect the endoscope. In view of the patient¿s stable condition despite the retained endoscope, a decision was made to observe the patient in the intensive care unit (ICU) and to re-attempt endoscope removal later. Contrasted computed tomography (CT) scan of thorax, abdomen, and pelvis showed no evidence of viscus perforation following failed attempts of scope removal. During the ICU admission, there was no recurrence of ugi hemorrhage. Forty-eight hours later, the endoscope was removed successfully from the patient per-orally in ICU under direct endoscopic visualization without any resistance nor immediate complication. She was subsequently extubated and scheduled for further chemotherapy. Unfortunately, she had succumbed to her illness due to disease progression of advanced primary gastric dlbcl three weeks later.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.